Event description:
It was reported that (1) tsw35 was used during a laparoscopic nephrectomy procedure. It was reported by the affiliate that the surgeon tried to fire the device but the device only fired half of the way. The procedure was successfully completed using same like device. There was no adverse pt outcome.